Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  (B)(4). The manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) year old female patient ((B)(6)) underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf uni-directional navigation catheter and developed cardiac arrest requiring chest compressions and surgical intervention. During the procedure after cardioversion of the patient¿s atrial fibrillation during the pvi procedure, the patient was asystolic. The asystole was confirmed by EKG monitor which showed no contractions of the ventricle. Chest compressions were performed, and the patient eventually recovered heart functions. An impella device was implanted to maintain hemostatic stability and medical treatment was also administered. After the interventions provided, the hemostasis and sinus rhythm were achieved; however, the patient coded another time before leaving the procedure room. Rhythm and hemostasis were again achieved, and the patient was sent to the intensive care unit (ICU) and required of extended hospitalization for further observation. No biosense webster, inc. Product malfunctions were reported. The physician¿s opinion regarding the cause of this adverse event is that it was most likely caused due to underlying conditions of the patient.